Event description:
During an in clinic follow up, the device was not able to be interrogated. The patient was taken to another room and the device was successfully interrogated. The patient was stable.